Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Shock impedance acute rise to >150 x 48 hours. Pt brought in to clinic and in office measurements consistent >150. Threshold sensing stable and no potentials seen on near field of lead with arm manipulation. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. On (B)(6) 2025: lead was explanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.